Manufacturer narrative:
Updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions) and h11. Correcetd: d1, d4 (version or model #, catalog #, unique identifier (UDI) #. A getinge field service engineer (fse) evaluated the unit and the only thing that was observed was that the batteries where completely flat and that was most likely the cause of the shutdown. To be sure the fse had the customer charge the unit overnight and the fse returned to complete the demand pm last friday (10/10) and completed the pm without any other issues found. The fse completed the required pm checklist including a battery run time test without any issues. Furthermore, the biomed's never opened a work ticket for this issue. But fse had a scheduled demand pm last week and used that to investigate the reported issue.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was being used on a patient, equipment alarmed, made a high pitch sound and shut down. Customer swapped units with a back up. No patient injury, no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.